Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens of -8.00 diopter was implanted into the patient's eye. The reporter states that the lens was implanted and explanted due to size. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).